Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of stenosis was unable to be confirmed due to unavailability of relevant imagery/medical report. Due to limited information provided, a definitive root cause was unable to be determined at this time. As such, the reported failure is likely related to patient factors. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the pvl cannot be determined, it is possible the mechanisms described above, or patient factors not provided, may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 5 months, 25 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in a homograft, the patient presented with dyspnea, lower extremity edema, and exacerbation. The valve was reported to be failing due to severe paravalvular leak and stenosis. A bav was performed with a 24mm atlas gold, which resolved some of the paravalvular leak. The physician then chose to replace the valve with a 23mm s3ur valve. There was trace to mild paravalvular leak noted post procedure.